Event description:
Caller reported a potential false negative urine hcg result on sure-vue serum/urine hcg-stat test vs. Quantitative serum result. Customer observed a negative hcg test on the sure-vue serum/urine hcg-stat while the serum quantitative test had a result of 180,000 miu/ml on centaur xp. It was stated that the patient was 8-10 weeks pregnant. Very little information was provided by the caller who was initially inquiring whether or not promethizine can cause false negative results on urine hcg tests. Technical service advised the caller that this particular drug has not been identified as interring perthe package insert. The customer stated that they diluted the patient's urine sample and observed a positive result.

Manufacturer narrative:
Investigation pending.